Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the insulin gauge was inaccurate, that cartridges are difficult to insert and remove and the customer was hospitalized, however the customer declined to provide any additional information or a follow-up from tandem technical support.